Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra meter was reverting to setup mode. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged meter issue began at 6:30 p.m., on (B)(6) 2016. The patient manages his diabetes with self-adjusted insulin and advised that the following morning, after attempting to test with the subject meter, he continued to take his usual dose of insulin based on a sliding scale (humulin, 38 units and humalog, 6 units). The patient reported that "roughly 20 hours" after the alleged issue began, at around 1:30 p.m., on (B)(6) 2016, he developed the symptom of "sweating". The patient denied receiving medical treatment as a result of the alleged issue. During troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no apparent misuse of the product. The csr also established that alleged issue occurred after the batteries in the subject meter had been removed and/or replaced. The csr walked through resolving the issue and the issue was resolved. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.